Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer report 2017865-2017-05947, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. The device could not be interrogated due to a telemetry anomaly. The device was explanted and replaced on (B)(6) 2017. The patient was stable.